Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) in the hilar bile duct, a cook zilver expandable metal biliary stent system was used. The wire guide was positioned and the biliary stent system was advanced into positon to start release (stent deployment). The stent in the patient's body was not released when the delivery system was pulled to the maximum releasing positon. The surgeon had to retrieve the stent (remove delivery system with loaded stent). But during this process of moving the stent delivery system from the bile duct to the outside of the duodenal papilla, the surgeon found that the tip of the stent was extending from the delivery system by 0.5 cm. When removing the delivery system from the endoscope, the stent was left in the endoscope's accessory channel. The stent delivery system was successfully removed and the stent was still in the endoscope while it was sent to the endoscope manufacturer for repair. Another device was used to finish this procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the actual report of difficulty to deploy the stent because the condition of the returned product said to be involved prohibited a complete evaluation - the stent was not included in the return. During the functional and dimensional evaluation, it was found that the clear cap on the stent delivery system handle was loose on the y-body. The distance between the y-body and wire guide port hub measured approximately 18.3 cm. This measurement indicates the y-body/hub has been adjusted. The length of the outer sheath to the product tip was measured and found to be within the appropriate manufacturing specifications. The handle was able to be manipulated with no difficulties encountered. The returned stent delivery system was functionally tested using an olympus gif q20 endoscope and the handle and outer sheath functioned as expected. No kinks and/or bends were identified on the product during the visual examination. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. To aid with ease of system preparation of advancing the wire-guide and stent deployment, instructions for use system preparation instruct user to irrigate inner lumen and stent with sterile water. The instructions for use provides specific instructions on how to deploy stent properly in addition to the information listed below: prior to use visually inspect with particular attention to kinks, bends and breaks. System preparation - irrigate inner lumen and stent with sterile water. If the wire guide cannot advance through the obstructed area do not attempt to place the stent. The device is not intended to be deployed through the wall of a previously placed or existing metal stent. Doing so could result in difficulty or inability to remove introducer. This stent is not intended to be removed. Attempts to remove the stent after placement may cause damage to the surrounding mucosa. This stent is considered a permanent implant. Prior to distribution, all zilver biliary stent systems are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.